Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port. The issue persisted across multiple usb cables. Blood glucose was not impacted. The customer reverted to alternate insulin therapy.